Event description:
It was reported to sabratek that a pt had been placed on a sabratek 6060 homerun pump for pain management of end stage aids. The pt was receiving ms04 and the order was 2mg/hr basal with a bolus, but some how the pump was changed to 10mg/hr and the pt had died.